Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows data from (B)(4) 2012. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2012, the reporter/animas (anm) employee contacted anm on behalf of the patient and reported elevated blood glucose (bg) levels. At the time of the contact, the reporter was with the patient in a health care provider's (hcp) office. The reporter indicated that the patient was admitted to a hospital on (B)(6) 2012, for spinal fusion surgery. He was hospitalized for 17 days. At the time of admission, the reporter indicated that the patient's bg level was within normal limits. After the surgery, the patient's bg levels began to elevate above '500 mg/dl.' The pump was disconnected from the patient and an IV drip was implemented. The patient reportedly stated that he was given multiple unspecified medications for pain and blood pressure after the surgery. After being discharged from the hospital, the patient resumed pump therapy. According to the patient, his bg levels were over '600 mg/dl' over the previous few days. He reportedly called his hcp on (B)(6) 2012, and was instructed to disconnect from the pump. At the time of contact with anm, the patient was on multiple daily injection (mdi) therapy. The patient denied that the pump was exposed to an x-ray or MRI. He also denied having recent changes in medications, diet, or weight. However, he was less mobile post-surgery and was using a cane. He also denied having any other illnesses. The patient's hcp was reportedly adjusting the pump's settings. The reporter noted, however, that the patient was having difficulty counting carbs. The reporter also was unable to complete troubleshooting the pump since the device was intermittently unresponsive to up, down, and ok keypad button presses. The patient claimed that the button issue had been occurring for the previous 6 months. Also, during the contact with anm, the patient noticed a crack in the pump's battery compartment. However, he denied having power issues with the device. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed high bg levels suggestive of severe hyperglycemia and also received hcp treatment for hyperglycemia. However, at this time, it is unclear if a pump issue and/or use-error contributed to the patient's injury.